Event description:
It was reported that during the procedure, the liner would not assemble with the shell. There was no harm or health impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h4; h6. Visual examination of the returned product identified gouges and indentations to the inner rim, inner and outer spherical surfaces, taper wall, and anti rotation scallops. Cut outs on the outer spherical surface have burrs and deformation from attempted implanting. No other damage was noted. The measured dimensions were conforming to specifications. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d1; d4; d9; g3; h2 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.